Event description:
Pt had intra-aortic balloon pump inserted 12/7/94. On 12/9/94, blood was noted in line. Attempts by cardiologist to remove it were unsuccessful. The pt was taken to the or for exploration of the femoral artery, removal of the intra-aortic balloon device and patch repair of the femoral artery. It is not clear if the device was faulty or if placque in artery tore the balloon.